Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the first two clips were deployed successfully. On the third firing the clip did not deploy. On the fourth firing the clip was not clamping the tissue. The procedure was completed without impact to the patient. Device was discarded.

Manufacturer narrative:
(B)(4).